Manufacturer narrative:
One braided swartz introducer was returned to the manufacturer for analysis. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
After inserting the sheath into the patient for flushing, air was aspirated into the syringe that was connected to the extension port of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.